Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient was currently in the emergency room and they continued to feel their stimulation even when the patient programmer indicates stimulation is off. The hcp confirmed the implantable neurostimulator (ins) was off with the patient programmer. The patient was going to follow up with their primary hcp. The event started the morning of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.